Event description:
The sales rep reported on behalf of the facility a colleague infusion pump which exhibited channel failure during pt use. No pt injury or medical intervention was associated with this event. Additional info received in 2009, indicates that the channel failure occurred on either channel a or b, and briefly interrupted infusion. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.